Event description:
On 3/24/025, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless 1.8 fibertak inserter could not be pulled out of the guide. The tip of the inserter broke off when turning it to pull it out. The case was completed using another ar-3636 knotless 1.8 fibertak. The patient was not harmed. This was discovered during a procedure on (B)(6) 2025. This event occured inside the patient. The fibertak broke inside the bone hole. A removal surgery was performed on (B)(6). The patient had normal bone quality.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (3/24/025, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless 1.8 fibertak inserter could not be pulled out of the guide. The tip of the inserter broke off when turning it to pull it out. The case was completed using another ar-3636 knotless 1.8 fibertak. The patient was not harmed. This was discovered during a procedure on (B)(6) 2025.

Event description:
Additional information: a bankart bristow procedure was performed on (B)(6) 2025. During the procedure, the issue occurred inside the patient rather than on the back table. The part and lot number of the guide used are unknown. The fibertak inserter broke inside the bone hole, not the guide. Additionally, loose fragments were found inside the patient and left behind after the surgery. To address this issue, a removal surgery was performed on (B)(6) 2025. There was no case delay, and the patient did not require additional anesthesia. The bone socket preparation involved a 1.6mm drill instead of the recommended 1.8mm drill, which led to the event and is considered to have occurred due to misuse by the user. The patient's bone quality was normal.

Manufacturer narrative:
Additional information: b5, d6a, d6b, d9, g3, h3, h6. One unpackaged ar-3636 fibertak®, batch 15371028, was received for evaluation. Visual inspection noted that the tip of the device was fractured; no fragments were returned for investigation. Functional testing could not be performed due to the damage to the device. The most likely cause for the reported failure is attributed to misuse, specifically prying or leveraging the device with excessive force during use. Additionally, during the bone socket preparation, a 1.6 mm drill was utilized instead of the recommended 1.8 mm drill, representing a clear deviation from the specified surgical protocol. To help avoid inserter breakage and potential patient injury, dfu-0404-sub-eo provides the following guidance: - avoid excessive impaction as this could lead to inserter damage and/or breakage. - if insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The complaint allegation is confirmed. Refer to the investigation photos.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is attributed to user error, specifically involving improper bone preparation and deviation from the recommended surgical technique during device application. These procedural inconsistencies may have compromised the integrity of the implant and contributed to its malfunction. During bone socket preparation, a 1.6 mm drill was utilized instead of the recommended 1.8 mm drill, representing a clear deviation from the specified surgical protocol. This error is considered to be the result of user misuse. Since the complaint device was not returned and no evidence of the failure was provided, neither a physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.